Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their device got infected. No further complications were reported or anticipated. Indication for use is non-malignant pain.

Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. It was reported that the patient's ins was infected and the patient noted that drainage occurred. The pocket was draining pus (creamy color with blood) and did so for almost a month. The patient had been living on pain pills and antibiotics. They were on antibiotics twice a day, then the infection became worse and so they took antibiotics every 4 hours and the site quit draining and healed up. Their nurse said everything was ok and that if there was still drainage, the body would absorb it. The patient's pocket site hurt along their buttocks and leg. The patient also reported that they attempted to increase stimulation but it wasn't doing anything- they were walked through increasing stimulation to where it was comfortable. No further complications reported.